Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 53 year old male patient presenting for impella support. During support, an impella access site bleed developed. As treatment, blood products were delivered.